Event description:
Account alleged that the brakes do not hold. No alleged injuries by account.

Manufacturer narrative:
Tech found that the casters do not hold and swivel. Tech replaced the brake and brake steer casters and all casters hold and lock normally.